Manufacturer narrative:
Subject device remains implanted.

Event description:
The stent (subject device) was successfully placed (B)(6) 2018 during stent assisted coiling of aneurysm in right middle cerebral artery (mca), however, in-stent stenosis was detected via digital subtraction angiography (dsa) (B)(6) 2018. Medication was required to prevent permanent impairment; the event outcome is ongoing.

Manufacturer narrative:
B5: executive summary: corrected: based on additional information received , cec adjudicated this event and the study device relatedness has been change from ¿unrelated¿ to ¿related¿. H10: reportability redaction: initially, the adverse event of in-stent stenosis and medication were reported as related to the subject stent. Additional information received on 4-june-2019 clarified that the adverse event of in-stent stenosis was not related to the subject device. Later review on 20-sept-2019 by cec updated this event of in-stent stenosis relatedness to the subject device from ¿unrelated¿ to ¿related¿.

Event description:
The stent (subject device) was successfully placed (B)(6) 2018 during stent assisted coiling of aneurysm in right middle cerebral artery (mca), however, in-stent stenosis was detected via digital subtraction angiography (dsa) (B)(6) 2018. Medication was required to prevent permanent impairment; the event outcome is ongoing. Additional information received on 4-june-2019 clarified that the adverse event of in-stent stenosis was not related to the subject device. According to additional information received on 20-sept- 2019 , clinical events committee (cec) adjudicated this event and the study device relatedness has been change from ¿unrelated¿ to ¿related¿.

Manufacturer narrative:
Executive summary: corrected: additional information received on 4-june-2019 clarified that the adverse event of in-stent stenosis was not related to the subject device. Initially, the adverse event of in-stent stenosis was reported as related to the subject stent. Additional information received on 4-june-2019 clarified that the adverse event of in-stent stenosis,was not related to the subject device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
The stent (subject device) was successfully placed (B)(6) 2018 during stent assisted coiling of aneurysm in right middle cerebral artery (mca), however, in-stent stenosis was detected via digital subtraction angiography (dsa) (B)(6) 2018. Medication was required to prevent permanent impairment; the event outcome is ongoing. Additional information received on 4-june-2019 clarified that the adverse event of in-stent stenosis was not related to the subject device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient restenosis is a known physiological effect associated with endovascular procedures and/or patient condition is noted as such in the directions for use (dfu), device labeling and/or risk documentation files. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The stent (subject device) was successfully placed (B)(6) 2018 during stent assisted coiling of aneurysm in right middle cerebral artery (mca), however, in-stent stenosis was detected via digital subtraction angiography (dsa) (B)(6) 2018. Medication was required to prevent permanent impairment; the event outcome is ongoing.